Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose 300 mg/dl, 245 mg/dl, 270 mg/dl, over 400 mg/dl. The customer treated with the insulin pump. Troubleshooting was declined for sensor and transmitter issues and not performed for high blood glucose. The insulin pump will not be and sensors will be returned for analysis.